Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: aug 21, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues were not confirmed. The other observed issue during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as per complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the fully implanted intraocular lens (iol) was explanted from the right eye in a secondary procedure due to visual disturbance. The issue was first identified during a post-operative examination. It was reported that the patient's symptoms persisted for six months. Another johnson and johnson iol was implanted as replacement (different model za9003, same diopter). A planned vitrectomy and unplanned incision enlargement was performed. The patient is fully recovered. Directions for use were followed. No further information was provided.

Manufacturer narrative:
Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.